Manufacturer narrative:
(B)(4).

Event description:
Reportedly, two inappropriate shocks (due to noise sensing) were delivered on (B)(6) 2015 and the patient visited the hospital on the same day. During the ICD check, noise sensing was not reproduced but the lead (isoline, sn : (B)(4)) deterioration was suspected. Although ICD failure was not reportedly suspected, a re-intervention was scheduled for (B)(6) 2016 in order to replace the ICD and associated lead. Re-intervention was performed on (B)(6) 2016 and both ICD and lead were replaced. Note that the distal section of the lead left in the patient's body.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, two inappropriate shocks (due to noise sensing) were delivered on (B)(6) 2015 and the patient visited the hospital on the same day. During the ICD check, noise sensing was not reproduced but the lead (isoline, sn : (B)(4)) deterioration was suspected. Although ICD failure was not reportedly suspected, a re-intervention was scheduled for (B)(6) 2016 in order to replace the ICD and associated lead. Re-intervention was performed on (B)(6) 2016 and both ICD and lead were replaced. Note that the distal section of the lead left in the patient's body.